Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to ensure the pump was not plugged into a power source and to press the button firmly, but these attempts did not resolve the issue. After confirming the pump did not turn on even when plugged into a working power source. The user decided to contact the clinic to order a new pump and switch to multiple daily injections (mdi) in the meantime.